Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks. Patient had atrial fibrillation with fast conduction. No intervention was performed, device functioned normally as programmed. Patient is fine.